Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the device was not inflating. All components were removed and replaced with a new ipp. Upon explant, a hole was observed in the right cylinder. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.